Event description:
This device was explanted and replaced with a medtronic device because the pt received successive shocks over a 5-10 hour period. Device interrogated at hospital with the status displaying eol and an error. This device was received by biotronik on 10/17/2006.